Event description:
Caller reported a cgm error related to their g6 sensor. There was no adverse impact to the customer's blood glucose level. Cts provided complete information for a pump reset and guided the caller through the process. After the reset, the cgm error code did not reappear, and the caller successfully started a new sensor session.